Event description:
It was reported that vessel dissection occurred when a retriever (subject device) was used during the procedure. Diagnostic imaging performed 19 hours post procedure show development of intracerebral hemorrhage (ich). It was reported that the patient's mrs score was 5. The procedure was completed successfully. No further clinical consequences were reported to the patient due to this event at the moment.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that vessel dissection occurred when the subject retriever was used during the procedure. Diagnostic imaging performed 19 hours post procedure showed development of intracerebral hemorrhage (ich). Additional information provided by the customer indicated that the mrs score became worse post procedure from 3 to 5. There was no vessel perforation or device malfunction during the procedure. The reported events are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. However, in the case of this complaint, the cause of these adverse events and their relation to the subject device could not be definitively determined. Therefore, an assignable cause of undeterminable will be assigned to this complaint.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that vessel dissection occurred when a retriever (subject device) was used during the procedure. Diagnostic imaging performed 19 hours post procedure show development of intracerebral hemorrhage (ich). It was reported that the patient's mrs score was 5. The procedure was completed successfully. No further clinical consequences were reported to the patient due to this event at the moment.